Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch in which the customer reported that at approximately 10:00am the set was observed to be leaking an unspecified chemo at the filter site while being used on a patient. The leak was noted at the air vents and the filter was not cracked. No mating or additional devices were used. There were no issues noted during initial priming/set-up of the primary plumset and priming went as usual. There was a report of a delay in therapy (1-2 hours approximately) while the customer remade the doses but there was no report of blood loss or long or short term harm as a consequence of this event.

Event description:
The nurse noticed a small amount of fluid on the outside of the filter set. The infusion was stopped and the drug was returned to the pharmacy. There was no exposure noted by the nurse. Once the drug were remade, they attached the same sets from different lot number and the infusions were completed without incident. There has been no other issues.

Manufacturer narrative:
Two new unused list #142550489, primary plprimary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inchumset, pe lined tubing, 107 inch; lot #5512774 were received for evaluation on 12/10/2021. Visual inspection revealed no damage or anomalies noted. The sets were were air pressure leak tested per procedure and no leakage was observed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.